Event description:
According to the information received, once the 28mm amplatzer septal occluder (aso) was implanted, the patient was seen to be in atrial fibrillation/flutter. The patient was seen to have a lot of pac's during the procedure due to the intracardiac echocardiogram (ice) catheter manipulation. The patient was observed after removal of the 28mm aso and a 26mm aso was implanted but the patient continued to show atrial fibrillation. After the 26mm aso was implanted, the patient was monitored for approximately 1/2 hour but the atiral fibrillation continued. The patient was sedated with propofol and a 50 joule electrical cardioversion shock was delivered. The patient reverted to normal sinus rhythm without any further signs of atrial flutter/fibrillation.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains successfully implanted. No further information is expected to be received regarding this event.